Event description:
It was reported that before use of the bd ultrasafe passive¿ x-series needle guard syringe the syringe was leaking when taken out of the package. The following information was provided by the initial reporter: "when she took the cosentyx prefilled syringe out of the cosentyx package, it was leaking"

Manufacturer narrative:
Investigation: neither photo nor sample was provided to bd medical pharmaceutical system (bdm-ps) for analysis. Bdm-ps did not perform a batch history record¿s review (bhr) based on the facts that batch record does not extend to syringe production and quality result overview in case of syringe production is not scope bd tatabánya production process. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8206727, medical device expiration date: 2023-06-30, device manufacture date: 2018-07-25. Medical device lot #: 8128662, medical device expiration date: 2023-04-30, device manufacture date: 2018-05-08. Initial reporter phone#: (B)(6). PMA/510(k)#: k011369, k122558. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd ultrasafe passive¿ x-series needle guard syringe the syringe was leaking when taken out of the package. The following information was provided by the initial reporter: "when she took the cosentyx prefilled syringe out of the cosentyx package, it was leaking."